Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from the physician. This case concerns a patient (demographics not reported) who developed septic arthritis with an unusual organism after receiving treatment with synvisc one. No medical history, past drugs, concurrent condition and concomitant medication was reported. On an unknown date, the patient received treatment with synvisc one injection (route of administration, dosage regimen, lot/batch number and expiration date unknown) into an unspecified knee for an unknown indication. On an unknown date, after an unknown latency, the patient developed septic arthritis with an unusual organism. Action taken: unknown, corrective treatment: not reported, outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated (B)(4) 2014: this case concerns a patient who experienced septic arthritis while receiving treatment with synvisc one. In this case, the causal role of synvisc one cannot be excluded for the occurrence of the event, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.